Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the tavr procedure, during manta lbc deployment, the device did not perform as per expectation, and the collagen went into the artery." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the arteriotomy site was closed using a suture-mediated closure system.